Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument had a loose cable. The procedure was completed with no patient harm, adverse outcome, or injury. No fragment fell into the patient. The issue did not cause a delay in the procedure.